Manufacturer narrative:
A ge service rep performed an on site investigation. The l-arm shock was replaced and the brake was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the l-arm on the 9900 system will not hold. No pt injury was reported.